Event description:
It was reported that the device showed a technical failure 400. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Manufacturer narrative:
The device log files were returned to technical support for evaluation. The device log review confirmed the reported malfunction, which indicates a failed inspiration valve. An order was processed for a replacement inspiration valve and the trained biomed at the customer site will perform the device repair.